Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on 08/09/2015 with a high blood glucose level of over 800 mg/dl. The customer was treated for their blood glucose with insulin drip. The customer was wearing the insulin pump during their hospitalization. The customer stated that they had been feeling sick and their blood glucose was not dropping after taking 30 units of insulin prior to the hospitalization. The customer did not return the product back for analysis.